Event description:
The reporter stated, leaking was observed while device was in use on a pt. Additional clinical info requested from the reporting facility. (B) (4).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.